Event description:
It was reported that the customer's insulin pump was cracked leading from the screen to the battery compartment. Customer's blood glucose was 3.8 mmol/l. Customer stated the insulin pump was not bumped or dropped and the damage was due to wear and tear. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, a cracked display window, a cracked reservoir tube, a cracked reservoir window, a cracked end cap and a cracked case near display window corners that were all noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.